Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years two months of post deployment, computed tomography of abdomen and pelvis with intravenous contrast was performed, and result showed that the inferior vena cava filter had its proximal tip approximately 2.5 cm below the renal veins. One of the struts extended 3 mm peripheral to the wall. The filter was normal in orientation and shape. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 07/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient as prophylaxis. Approximately six years and two months post filter deployment, a computed tomography (CT) revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.